Event description:
Customer reported the insulin pump has been shutting off for the past month and batteries are drained too quickly. Customer was watching tv and when she looked at the device noticed it was off. Customer stated there was a little crack where the battery cap screws in. Damage occurred through normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. Unexpected restart alarm was noted in the device history. Customer stated alarm did not occur after insert a new battery in. Alarm was occurring during normal use. No further information reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No alarms could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.